Event description:
It was reported that the device needed service. As part of the device investigation upon receiving the device, ventec reviewed a copy of the authorized service provider's (asp's) service report which stated that the device had measured higher peep (positive end expiratory pressure) than set and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by the authorized service provider (asp) where the reported issues of it delivering higher than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume) were confirmed. The asp replaced the external flow module (efm) and the internal flow transducer (ift) to resolve the reported issues. The asp then returned the device to ventec due to an unrelated issue. Ventec was able to confirm that the repairs completed by the asp resolved the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and ift.